Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door 1 failed, unable to be recovered and clicked multiple times. A field service engineer (fse) confirmed that the latches were updated to the newer style (single soldered micro switch). The latch for door 1 was replaced, restoring proper operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system had an issue where the top door in the tower was not latching properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.